Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the interior bearing fell off of the craniotome device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearing were damaged, the ball bearings came apart because the device was dropped and the crani bracket was damaged. The device also failed the following pre-tests: temperature, cutter insertion and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false/defective construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The root cause was reported as material degradation in the previous report. It has been updated as normal wear from use and servicing and user error. Device evaluation: during further evaluation, it was determined that the device had a drilled neuro tip and a drilled neuro tip leg. It was also observed that the bearings were worn out, loose and falling apart creating a situation where the cutter could not be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. It was determined that the bent neuro tip was caused by worn out bearings. It was determined that the cutter insertion issue was consistent with normal wear over time. It was determined that the issue with the drilled leg was consistent with excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip which is caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.